Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation prior to a replacement procedure for normal battery depletion it was observed that this pacemaker triggered a pace configuration change of the right atrial (ra) lead from bipolar to unipolar as a result of low out-of-range pace impedance measurements; all other measurements were within normal limits. Noise was also confirmed on this lead. Based on these observations lead insulation damage was suspected but not confirmed. At revision the lead was tested via psa and the low out-of-range impedance measurements confirmed. Explant of the lead was attempted but unsuccessful, thus it was surgically abandoned and a new ra lead could not be placed as a result of patient anatomy. A new device was implanted for right ventricular therapy only. No additional adverse patient effects were reported. This system is no longer in service.